Event description:
A single chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately three weeks post the device system implant.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. No anomalies found. The grommet was damaged and the set screw socket was rounded. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic depression.